Event description:
Twenty percent leuko-reduction failure rate noted during routine qc of leukoreduced red blood cells manufactured with one specific lot number of blood collection sets. On further testing of the implicated lot, up to 25% of 2,500 products tested were not leuko-reduced. Residual white blood cell testing was performed by flow cytometry. Remaining inventory of the leukotrap rc system cp2d/as-3 blood bag unit with in-line rc2d filter and sampling system were returned to the manufacturer.